Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a cyberupgrade the device entered backup operation mode. Successful firmware download restored normal function. No cyberupgrade was performed. The patient was reported to be in good condition.